Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed pump supplies to address the issue. Reportedly, the customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Tandem¿s t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge.